Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04106. The pt received two leads with the same lot number. It was reported the physician planned to explant the scs system. The reason for the explant was undetermined. F/u identified the physician explanted the scs system, and discarded the devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.